Event description:
It was reported that the angiocath 20ga x 1,16in 1,1 x 30mm needle tip had pierced through the safety shield in the packaging. The following information was provided by the initial reporter, translated from portuguese to english: "when the package was opened, it was observed that the tip is bent and going through the safety shield."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1089510, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed the needle was bent and had pierced through the needle shield. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this defect likely occurred during the fitting of the needle shield onto the needle. If the hub of the needle is decentralized the needle may hit the shield wall causing the observed defect.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: angiocath. Device failure: needle through shield.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the angiocath 20ga x 1,16in 1,1 x 30mm needle tip had pierced through the safety shield in the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the package was opened, it was observed that the tip is bent and going through the safety shield".